Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range shock impedance measurements greater than 125 ohms observed during the scheduled device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The full lead was returned intact. Visual inspection showed that the spring electrode located on the terminal end of the lead is separated from the lead body insulation and there is a fracture of the high voltage shock conductor. This conductor fracture resulted in an electrical continuity test failure and the high shock impedance measurements observed during the device replacement procedure. Previous bench testing performed by boston scientific engineering has recreated this type of lead damage by gripping the lead body and pulling with force to remove the lead terminal from the device header, especially if the lead is tight or fixed in the header. It is advised to remove the lead terminal from the header by gripping each lead terminal independently and then gently pulling to remove it from the device.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery. Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported.